Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer and their nurse suspected that the customer's frequent hypoglycemic events may be due to the customer's insulin pump over-delivering. No specific blood glucose readings were provided. A small crack near the pump's battery compartment. No alarms of concern were noted, and a self test was performed and the pump passed. However, there were a few recent boluses where 0 grams for carbohydrates and no blood glucose was added. The insulin pump will be returned for analysis due to the physical damage and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump had operating currents within specification and passed the self test, reset error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. The bolus wizard functioned properly. The insulin pump was received with broken battery tube threads, a cracked reservoir tube and minor scratches on the display window.